Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers is 1226348-2019-01022. A manufacturing record evaluation was performed for the finished device 30225660 number, and no non-conformances related to the reported complaint condition were identified.

Event description:
As reported by a healthcare professional, during a percutaneous intracranial arterial stenting in the m2 segment of the right middle cerebral artery, the stent of a EU ent4.5mmd 22mml wno dstl tp (enc452200, 11160232) couldn¿t deploy. When the stent and the 150/5cm prowler select plus microcatheter (606s255x, 30225660) arrived at the target position and exceeded 7mm to deploy the stent, it failed. Then the stent and micro catheter (mc) were withdrawn together. The cerebral target position was lost. There was no patient injury reported. The procedure was completed with another new stent and catheter.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a percutaneous intracranial arterial stenting in the m2 segment of the right middle cerebral artery, the stent of a EU ent 4.5mmd 22mml wno dstl tp (enc452200, 11160232) couldn't deploy. When the stent and the 150/5cm prowler select plus microcatheter (606s255x, 30225660) arrived at the target position and exceeded 7mm to deploy the stent, it failed. Then the stent and micro catheter (mc) were withdrawn together. The cerebral target position was lost. There was no patient injury reported. The procedure was completed with another new stent and catheter. No additional information is available. One non-sterile unit prowler select plus 150/5cm was received inside of a pouch. The received device was visually inspected, and no damages were noticed. The ID and the od from the micro-catheter were measured and were found within specification. The received device prowler select plus 150/5cm was flushed using a lab sample syringe. After that, the received unit EU ent 4.5mmd 22mml wno dstl tp was introduced into the received prowler select microcatheter and it advanced, a slightly resistance/friction was felt. The unit EU ent 4.5mmd 22mml wno dstl tp was able to pass through the received prowler select plus. A manufacturing record evaluation was performed for the finished device 30225660 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿catheter (body/shaft) - obstructed-in patient with loss of mc cerebral target position¿ could not be evaluated because it is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided. However, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics and device selection, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.